Event description:
It was reported that the posterior articular surface of the insert broke into pieces, and revision surgery was performed in 2007 to replace the insert. The primary surgery was in 1998.